Event description:
Event description guidant received information that this implantable transvenous defibrillation lead's conductor coil was fractured. The physician reported that the lead exhibited a reproducible, intermittent contact.